Event description:
The center reported that the patient was on ECMO (post cardiac arrest) support for more than 6 days prior to vad implant. It was reported that the patient was implanted with a heartmate ii and the procedure was smooth. After implantation, the patient¿s rv function was borderline and their central venous pressure (cvp) was on the higher side even though the patient¿s flows were reasonable. The patient required rvad support with an oxygenator. Bleeding was reported, and the chest could not be closed. The patient developed disseminated intravascular coagulation (dic) requiring multiple transfusions. The patient had cardiac arrest on (B)(6) 2018 and expired.

Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that no product would be returned for evaluation. Bleeding and right heart failure are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. This section also provides information regarding right heart failure. The hmii IFU details that some patients suddenly develop right ventricular failure during or shortly after pump implantation. The onset of right ventricular dysfunction in patients is often accompanied by the inability of the left ventricular assist device to fill, and drastically reduced flow rates. As a last resort treatment, a right ventricular assist device may be employed. The hmii IFU states that there may be risks associated with performing external chest compressions in the event of cardiac arrest, due to the location of the outflow graft and the presence of ventricular apical anastomosis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that prior to left ventricular assist device (lvad) implant, the patient suffered cardiac arrest and was on extracorporeal circulatory (ECMO) support for more than 6 days. Post lvad implant, the patient required another manufacturer's right ventricular assist device (rvad) with an oxygenator. Bleeding occurred and the chest could not be closed. The patient developed disseminated intravascular coagulation (dic) requiring multiple transfusions. The patient had cardiac arrest and expired on (B)(6) 2018. No additional information was provided.